Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the red level sensor did not work. The user changed out for another sensor and it worked correctly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(4) 2015: there were no issues observed during prime of the cpb circuit (use the manufacturer oxygenator with reservoir), but during cpb, the "level not attached" alert messages were observed. The level pads seemed to be well adhered and other troubleshooting steps did not stop the alert messages. The perfusionist (ccp) connected a back-up level sensor and the alert (not attached) message cleared. There were no other issues the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss.

Manufacturer narrative:
This complaint is related to mdrs: MDR # 1828100-2015-00555, MDR # 1828100-2015-00556 and MDR # 1828100-2015-000557.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the complaint effects were not duplicated. The product surveillance technician (pst) found the sensor responded to fluid-present and fluid-absent conditions as expected. However, there was significant wear observed on the sensor face. The sensor face showed damage in its center as well as concavity between the edges and center. This can lead to improper coupling between the sensor and the reservoir wall, which would manifest as intermittent audible alarms or the system issuing a ¿level not attached¿ message. The customer did not reply to requests for information regarding sensor gel being used, cleaning procedures, or how the sensor was mounted to the reservoir. As such, there is no determination as to how the damage to the sensor face was incurred. No additional action will be taken at this time.